Manufacturer narrative:
H4: the device was manufactured from august 5, 2019 - august 6, 2019. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused during patient infusion. After the expected therapy time of 46 hours; half the solution still remained in the device. The device had been filled with 5-fluorouracil and saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.